Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent early-morning low blood glucose while using a new ilet, with the lowest reported glucose of 64 mg/dl and audible alerts for low glucose; the user and guardian were unsure whether prior secondary target settings were replicated on the new device, and education and troubleshooting support were provided. Symptoms included feeling okay during the event. Outcomes included successful self-treatment with oral glucose without need for outside assistance or medical intervention. Investigation included troubleshooting support and user education regarding ilet operation and settings. Investigation of this case revealed that the cause of hypoglycemia was unclear, with the device functioning as designed by alerting to low glucose and the user treating accordingly. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.